Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time the reason for reoperation: seroma-late, cyst, anxiety and lump nodule.

Event description:
Patient reported left side "lobulated contours", "microcysts", "fluid", "enhanced fibrous capsule", "nodules" is not device related and "recall". The device remains implanted.